Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues followed by no sound perception. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was not functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.